Event description:
I received breast implant in (B)(6) 2012. After 3 years, I started to have feelings of "something is not right with me". I didn't know what it was but I knew something wasn't right. I was exhausted all of the time. The fatigue would send me to a nap after just taking a shower or running just 1 errand. I was wiped out! I also experienced foggy brain. This feeling of a heavy cloud in my head was new and strange. I was forgetful. There were some minor issues as well but these were the major side effects.